Event description:
It was reported that the pump shutdown unexpectedly. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, cause of the event was due to customer not charging pump battery. Reportedly, customer resumed pump therapy.